Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID :3889-28, lot# va13kdp, product type lead.

Event description:
Information was received from a consumer (con) and a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator. It was reported that, according to the patient, the device ruptured through their skin, causing discomfort. They were going to the hospital and reported pain. This had happened at the implantable neurostimulator (ins) site/pelvic area. They turned the stimulation off because of the pelvic pain and as soon as they noticed the ins breaking the skin. This had started a couple of weeks prior to the report. They had been telling the office of the issues with healing and bruising, because they had stayed bruised, and hadn't seen a physician since they were implanted. They noticed it coming out a week or two prior to the report. On the day prior to the report, they could see through the device. On (B)(6) 2017, it was reported that the hcp was uncertain of what caused the ins to erode through the skin. The device and leads were removed on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer stating the implant that eroded had been replaced. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.